Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported visiting the emergency room to be treated with insulin. It was also stated that after changing the battery for her insulin pump, the screen was blank. Troubleshooting was performed and a new battery cap was sent out. The customer's blood glucose was 259 mg/dl. Nothing further reported.